Manufacturer narrative:
The tech found the casters were worn. He replaced the casters to repair the bed.

Event description:
Info received indicates, the foot end casters are not holding when in brake.